Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, the cause is traced to component failure due to the inability to move the control knobs due to the angle wire becoming detached from the grip area of the knobs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope experienced an issue where the control knob would not turn. A click-type noise was heard, after which the knob stopped moving. No patient harm was reported.